Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing reference: 3005188751-2016-00050, 3005188751-2016-00051, 3008452825-2016-00096. During a left atrial appendage ablation procedure, a pericardial effusion occurred. Reduced cardiac output was noted, a cardioversion was performed converting the patient to sinus rhythm. Echocardiography confirmed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues noted with any sjm devices.